Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and poor barrier separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and poor barrier separation was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified.

Event description:
It was reported that a bd vacutainer® cpt¿ cell preparation tube with sodium citrate had poor separation as red blood cells are appearing above the gel. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® cpt¿ cell preparation tube with sodium citrate had poor separation as red blood cells are appearing above the gel. There was no report of exposure, serious injury, or medical intervention.